Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, the arterial outlet of the oxygenator was missing the temp probe. Product was changed out. Surgery was completed successfully. There was no pt involvement as this occurred during setup.

Manufacturer narrative:
Terumo did receive the actual device for investigation and visual inspection confirmed the complaint, the temp probe was missing from the oxygenator. The most likely cause of the event is due to a missed inspection. Awareness training was conducted with associates; as well as additional in-process inspections. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and f/u.